Event description:
It was reported that bd insyte autog bc needle failed to retract and leaked. The following information was provided by the initial reporter: 18g needle was very difficult to retract after insertion. It took several attempts but finally retracted. This malfunction caused blood to go everywhere which upset the patient. Piv was a good line, so catheter was left in.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of difficult retraction could not be confirmed from the returned needle that was received fully retracted within the safety shield; however, the reported leak was confirmed from the circumstantial evidence that was observed within the safety shield. The needle from an insyte autoguard was received fully retracted within the shield. What appeared to be blood residue was visible throughout the shield and needle. The IV catheter was not returned for investigation. A functional test showed that the needle fully retracted when the safety mechanism was activated and no defects were identified. The reported and observed leak may have been caused if the needle was partially retracted and caught on the blood control valve; however, the root cause of the leak could not be determined without the IV catheter. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing-related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.